Event description:
Utilization of the onguard (closed system transfer device) cstd for administration of small volumes of drug delivered via subcutaneous administration will lead to underdosing patients.